Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was dropped and the cartridge tubing separated from the cartridge. Additionally, it was reported that the cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and successfully loaded a cartridge to address the event. During troubleshooting with tandem¿s technical support, the malfunction alarm was cleared. Blood glucose was 230 mg/dl.